Event description:
It was reported that the patient presented for an implant procedure of the right ventricular (rv) lead. The next day, the lead exhibited low r-waves and was dislodged due to a patient fall. Lead dislodgement was confirmed by chest x-ray (cxr). The lead was explanted and replaced. The patient was in stable condition.